Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the 4-way valve not switching. Additional malfunctions were a leaking regulator and defective tywraps on the sieve beds.